Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device evaluation and investigation conclusion. The dhrs for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. The return device handpiece is visually inspected for abnormalities. There were no discernible damages discovered. Furthermore, the unit underwent functional tests to assess the device status. The reported complaint was confirmed, the handpiece was not working properly, faulty handpiece was observed. The root cause of the handpiece not working properly could not be definitively determined. The handpiece undergoes functional checklist where the handpiece is tested for handpiece function. This suggests that the handpiece left the manufacturing facility without the damages, which would result in the discovered damages. The damages incurred may have been as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Hold smp 1.22it was reported that the device handpiece was found noisy and not working correctly. There were no further details provided regarding the event reported. No patient involvement reported. No user injury reported.